Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, explanted: (B)(6) 2012, product type lead; product ID 3550-39, serial# unknown, product type accessory. (B)(4).

Event description:
It was reported the patient's cervical lead had migrated from the cervical level to the frontal lobe of her brain because her lead was not secured adequately. It was thought the anchor used was not fixed properly or there was a failure of the anchor. Surgical intervention was required; an unknown device was explanted. No patient symptoms or injuries were reported related to the event. Additional information received reported the anchor was intact. The lead had slipped through the anchor which had not been secured correctly.